Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disk broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. As a result of the broken inputs the instrument lost tension unable to follow mtm commands. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor could not get the large hem-o-lok clip applier instrument to close the hem-o-lok clip around the vessel. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Manufacturer narrative:
Correction: supplemental 01 was submitted with the incorrect date in field g3. The date submitted was 2/15/2024, but field g3 should have been 4/15/2024.

Event description:
Refer to h10/h11 for follow-up information.